Manufacturer narrative:
Device evaluation - product evaluation found lens returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No code available (secondary surgery, lens exchange, significant reduction of ica, iris atrophy). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.0/+0.5/104 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, iris atrophy, and headache. The surgeon commented the vault one month after the surgery is 600 microns, and 3 months after is 902 microns. On (B)(6) 2017 the lens was exchanged for a shorter lens. The problem was resolved. As of the day of MDR submission, the lens has not been returned.